Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited atrial intrinsic amplitude out of range at 0.5 mv (millivolts). The presenting electrogram (egm) shows atrial arrhythmia with intermittent undersensing. Also, the past several months show an increase in the left ventricular (lv) lead pacing impedance measurement but still within range. It was recommended to adjust programming sensitivity. Battery longevity is normal and lead measurements are stable. At this time, the crt-p device remains in-service. No adverse patient effects were reported.